Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the device, 23 g x .75 in bd vacutainer® winged safety pbbcs with 12 in tubing and luer adapter, had blood leaking from the sleeve and hub of the device. No medical intervention or injury reported.